Manufacturer narrative:
The device was return to pentax for further evaluation on service order (B)(4) where the user narrative was confirm. The device was repaired where all defects found was remediated and returned to the user on (B)(6) 2022. On 02-feb-2022, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01-apr-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg-2990i. In the event reported, the user stated that the right/left angulation is broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result (health effect: clinical code: 4582, health effect: impact code: 2199). Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.